Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) failed the system operational check related to pump change functionality. After removing the pump, the aic did not resume the p2 pump setting when the pump was reconnected and remained at p0 without prompting the user. The issue was initially observed using an rp pump and was subsequently reproduced using a cp pump. Troubleshooting was performed, and the impellatronic board was replaced. Following replacement, the pump change function was tested using both cp and rp pumps and was reported to meet specification during the system operational check. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.